Event description:
A customer contacted beckman coulter inc. (Bci) regarding low troponin (accu tni) results generated by the access® 2 immunoassay system for six patient's samples.the results were reported out of the lab.subsequent testing produced higher results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per the cf, the customer discovered that an accutni reagent pack was not in the correct carousel position.the customer mis-loaded a reagent pack on their instrument. Product labeling instructs customers how to load reagent packs. Reagent packs must be properly loaded to run an assay.service was not dispatched for this event as the issue was resolved while troubleshooting with hotline.